Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: the pump booted to the verify screen with vibratory and audible alarms. The pump was manually suspend on (B)(6) 2014 at 13:08 and manually resumed at 13:51. The pump was exercised for 24 hours with the returned battery and returned cartridge cap with no errors, alarms, or warnings duplicated. An ezbg bolus and an ezcarb bolus were manually calculated and the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. The total daily doses added up correctly. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient had experienced a blood glucose (bg) of 300 mg/dl with nausea associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond usual diabetes management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals and basal history matched the active basal program settings. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.